Manufacturer narrative:
(B)(4).

Event description:
All information regarding this event will now be reported under this manufacturer #. See manufacturer report #3007566237-2013-01170 for additional information regarding this event.

Event description:
Hcp reported the pump was implanted in 2004. It was reading multiple error messages. The pump was explanted and replaced 2 days later. It was returned to the manufacturer for analysis. While hospitalized the patient was retained for several days due to possible aspiration from the hospital pca morphine pump. The hcp does not believe this event was related to the intrathecal pump. There were no volume disrepancies with the intrathecal pump. The patient is reported to not yet be at a therapeutic level with the pump.

Event description:
Additional information received reported once the new pump was in, it worked great.

Event description:
It was later reported that the healthcare provider (hcp) could not get the pump to turn on. The patient stated that he had to stay in the hospital for 4 days until a new pump was flown in two days later. The new pump ¿worked fine.¿ the patient also stated that he currently had the pump and the pump was now beeping. The patient was to bring the pump to the hcp to have the pump alarm silenced.